Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Tit was reported that the patient presented for a routine pacemaker generator change. All electrical measurements of the leads prior to the implant were within normal limits. Upon removal of the generator and leads from the pocket, the right ventricular lead serial was noted to have a small piece of insulation missing from the outer insulation. While we observed no electrical issues, the physician decided to replace the lead because the patient is pacemaker dependent. The patient was stable.